Event description:
It has been reported that the charger plug came apart. The charger is used to power the battery for the powered ambulance cot. There was no reported pt involvement or adverse consequences.